Manufacturer narrative:
Device disposed of at hospital.

Event description:
During cement injection of vba case, the injection needle became cemented/fused together with working cannula from cement leakage. The doctor was unable to rotate the injection needle as well as unable to fully move the injection needle back into the cannula. The injection needle remained 2-3 mm past the cannula. Dr (B)(6) had to have the scrub technician pull the device as one unit cannula, injection needle and delivery system out of the patient.